Event description:
A pt service rep contacted zoll customer support while fitting a (B)(6) male pt to report a gelled electrode belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (gelled belt) has been confirmed. Upon investigation the trunk cable connector pins were bent in a swirl pattern. The bent pins caused the belt to gel. The root cause of the bent pins was excessive force when connecting the electrode belt trunk cable connector to the monitor. No adverse event resulted from the bent connector pins. The pt received a replacement electrode belt.